Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following procedures: a. Anterior lumbar fusion, l4-5, through lateral approach, placement of anterior fusion cage, carbon fiber, with bmp through a lateral approach, l4-5 to treat the following pre-op diagnosis: lumbar instability, l4-5. Per operative notes: this was trailed for an appropriate sized 12 mm x 45 cage. This cage was then selected and packed with bmp. This was then impacted into position with an excellent rigid fixation. Final x-rays confirmed perfect placement of the cage in the anterior one half of the body at l4-5... Patient tolerated the procedure well and went to the recovery room in satisfactory condition, where he was able to move both arms and legs voluntarily. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.